Manufacturer narrative:
Through follow-up with the user facility, us endoscopy learned that contrary to the initial report, the monitor did not completely lose video function. The procedure was completed successfully with the same equipment. Additionally, us endoscopy learned that facility personnel had replaced the monitor cable after the reported event. The monitor cable connected to the monitor and the processor for the endoscope is neither a part of nor connected to the esu. The monitor cable is not manufactured by us endoscopy. The customer reported that the issue was fixed with the replacement of the monitor cable. No adjustment or repair to the esu was required. The device was found to be operating correctly. There have been no other complaints associated with this device. A us endoscopy representative counseled facility personnel on proper cable management. No additional issues have been reported.

Event description:
The user facility reported via user facility medwatch # (B)(4) that during a patient procedure, the activation of the gi4000 electrical surgical unit (esu) caused the endoscope video monitor to go black. There was no report of harm to the patient or user.